Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the touch screen on the insulin pump was harder to press and less responsive. The customer's blood glucose was unknown. The customer stated that shortened battery life and the touch screen harder to press and less responsive. The troubleshooting was not performed. The insulin pump will not be returned for analysis.